Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2014-08063. It was reported the patient's stimulation pattern had changed due to patient's leads migrating while running a race. On (B)(6) 2014, the patient's physician explanted the patient's leads and anchors and replaced them with a different model lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.